Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller that the patient suffered a pericardial effusion in the middle of the procedure- this was before any ablation had been performed. The patient became hypotensive before the ablation catheter (4mm df curve) had been inserted, and then an effusion was seen on tte (transthoracic) imaging. A pericardiocentesis was performed, with approximately 200 ml of fluid removed, with a drain left in place. The patient was stabilized, and the procedure was continued and completed. The patient is currently stable. This adverse event was discovered during use of bwi products. The physician¿s opinion on the cause of this adverse event: md said it could have been a wire or the duodeca catheter (60mm spacing). Patient outcome of the adverse event was unknown. Extended hospitalization because of the adverse event is unknown. A transseptal puncture was not performed. Prior to noting the CT ablation was not performed. No evidence of steam pop. The event occurred during mapping phase. No irrigated catheter was used. No error messages observed on biosense webster equipment during the procedure. The patient is hemodynamically stable at this time of the report. The effusion was discovered/noticed: patient was hypotensive. Suspected perforation: unknown. It was it confirmed: transthoracic echo. Max wattage used: 50w, total lesions: 9, total ablation time: 2m 42 s, the procedure was completed after the pericardiocentesis. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.